Event description:
Doctor could not get insert to fit in tray during surgery. They tried trimming insert to make it fit and finally just used back up insert which was the same size and it went in. Product problem caused a delay of 20 minutes.